Event description:
Boston scientific received information that due to ventricular oversensing of atrial activity, pacemaker inhibition occurred with this implantable cardioverter defibrillator and the associated right ventricular lead. The patient was noted as syncopal and had experienced lightheadedness. Re-programming to mitigate the intermittent cross-talk that was occurring was discussed as well as doing a chest x-ray to determine if this rv lead or possibly the ra lead had dislodged. All lead diagnostics resulted in normal measurements.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. No sensing issues could be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Most recently, the associated ICD was changed out for normal battery depletion, at which time the rv lead was evaluated in association with the new ICD. Per the boston scientific local area sales representative, the device system with the new ICD was tested for crosstalk at the worst case scenario. There was no evidence of crosstalk at the settings established with the new device. To the sales representative's knowledge, the patient has not called back with any additional syncopal episodes. The investigation is now considered closed. The local area sales representative later acknowledged that it was likely asystole greater than 2 beats/seconds had occurred for this patient.